Manufacturer narrative:
(B)(4). As reported by the user facility, the sample was not available for further evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although the device involved was confirmed not to be available, the investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that upon completion of a blood transfusion, blood drops were noted on the outlook infusion pump and on the floor. The clinician then noticed a crack in the tubing. The crack was located near the top clamp of the IV set. It was stated that there was no affect to the patient.